Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The housing was replaced to resolve the reported issue.

Event description:
The hospital reported that the unit would not latch due to a damaged housing. There was no report of patient involvement.